Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided e1: first name unknown / not provided.

Event description:
It was reported that implant was treated for infection tooth #8. Patient started to have pain with the implant around 2 weeks after placement. Patient felt the temporary crown was loose. Patient started antibiotic metronidazole and cesdinir on (B)(6) 2025. Symptoms as a result of the event: pain.